Manufacturer narrative:
Please note that the event date and lot number are currently unknown. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 4f 65cm berenstein ii tempo diagnostic catheter broke down during the procedure and was left behind in the patient. A new unknown catheter was used; however, the procedure was subsequently stopped, and the separated segment was removed in the operating room (or). The device was stored and prepared per the instructions for use (IFU). The facility does not use room sterilization methods involving ultraviolet (uv) light or ozone. There was no damage to the device or device packaging prior to use. The intended procedure was a percutaneous transluminal angioplasty (pta), with the tempo catheter inserted via the left common femoral artery (cfa) to the right superficial femoral artery (sfa), and a non-cordis sheath was used. An angiogram was performed via hand injection with the tempo catheter prior to separation. The separation was observed after removal, and although there was no difficulty withdrawing the catheter, significant calcification was present. The device will be returned for evaluation.